Event description:
The patient contacted animas on (B)(6) 2012, stating all of the keypad buttons were intermittently unresponsive for three months. The keypad was reportedly intact and the pump was not exposed to water. The patient denied the pump experienced trauma. The patient reportedly wore the pump in a pocket and cleaned it with a damp wash cloth. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. During testing the ok, up and down arrow keypad buttons were found to be intermittently unresponsive. During investigation, evidence of contamination was found under all key contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.